Event description:
Boston scientific received information that since changing this patient device and programming for the patient activity levels, it appeared that the heart rate was inadequate for activities involving upper body movements. To investigate this case further the minute ventilation response factor was reduced which still produced high heart rate responses. The field representative then tried programming the minute ventilation back to what it was originally programmed to and turning the accelerometer to passive. The patient repeated the exercises to mimic activity levels outside the hospital, which showed that the heart rate still shot up very rapidly, showing that the minute ventilation response was not resulting from the accelerometer but was a minute ventilation driven rate. Further troubleshooting was performed and finally the settings were programmed back to the original settings and manually calibrated due to the fact that the field representative thought that the sensor was not calibrated correctly. After the calibration was competed the patient performed the activity, but the rapid response still resulted with a rapid heart rate response. As the patients main form of activity was walking the device was programmed back to the original setting once again. Technical services was contacted for further review and to discuss change that might need to be made to prevent inappropriate rate with increase in upper body exercises. It was noted that all other measurements were within normal range. No adverse patient effects were reported.

Manufacturer narrative:
A save to disk was sent for review. Technical services discussed possible troubleshooting and programming options. Technical services suspected that the change in effective heart rate response during upper body movement was due to movement of the device within the pocket. Technical services suggested some changes to alleviate the heart rate response during upper body moments for this patient. It was noted that the suggested changes had little or no effect on the reported clinical observations. The field representative noted that at this time it was not possible to provide programming solutions for this patients inappropriate hear rates with upper body activities. At this time the device remains implanted.